Event description:
It was reported that the patient heard the pump running and it was "like a swishing sound." The sound kept the patient awake at night. There was no therapy issue. There had not been any changes in patient's symptoms and the patient was still receiving effective therapy. The patient was having trouble sleeping due to hearing a ticking sound. The pump was listened with a stethoscope and no abnormal sounds were noted from the pump. The event was ongoing for months. Follow up information received reported that the pump was replaced on (B)(6) 2012. The patient outcome was noted as no injury and patient recovered without sequelae. The device was used to deliver baclofen (lioresal). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8711 lot# n156614005, implanted: 2008 (B)(6), product type catheter product ID, 8711 lot# n147112004, implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available as the date of this report. A follow-up report will be submitted when analysis is complete.